Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, physical evaluation of the device and analysis of device records could not be performed as the lot number is unknown. Films were not available and with limited information, the most probable root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
Additional information will be reported upon further evaluation of the event details.

Event description:
Same case as: 2184052-2015-00126 and 2184052-2015-00127. It was reported that a revision surgery occurred due to postoperative loosening of three nexlink closure tops. The patient was initially implanted with nexlink at t5-t6-t7 for the treatment of edh (ehlers-danlos syndrome). Approximately six (6) months later, the patient underwent a revision surgery due to three loose closure tops on the left side of the construct allowing for the rod to come loose. Partial fusion was reported to have been seen at the time of the revision surgery. The patient was re-implanted with new a nexlink rod and locking caps during the revision to replace the three closure tops and rod that had loosened postoperatively. No patient conditions have been reported following the revision surgery.